Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump battery was not rapidly depleting. Customer's blood glucose was 200-300 mg/dl. Battery depletion could not be confirmed with tandem technical support. Upon follow up, customer reported battery charged to 100% and was not experiencing any further issues.